Event description:
Caller reported cgm error 42 related to their sensor. There was no adverse impact to customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the caller was able to successfully start their sensor session without encountering the error again.